Event description:
The patient never felt a change in pain from the medication in the pump. The pump had been filled at implant and not since. The pump medication may have run out. An ultrasound done in 2009 revealed a cyst in the patient's back because "the tubing from the pump started leaking." The pump may have been infected. A magnetic resonance imaging was planned, after which the pump would be removed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.